Event description:
Ring on the lasso catheter while using carto 3 mapping system showed a black ring which indicated a bad electrode, causing quite a bit of noise on electrode #7. The catheter was replaced. No harm came to this patient.======================health professional's impression======================n/a